Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life was shorter than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: a review of the pump¿s black box data showed no evidence of short battery life. A visual inspection of the pump showed that the battery compartment was intact. The battery cap threads were found to be damaged, but the cap was able to fully tighten. During testing, the pump current draws were found to be within specifications. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump. The battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored.